Manufacturer narrative:
The cause of the reported event could not be determined. It should be noted the instructions for use (IFU) includes the following: "caution: treatment with the heating element inside the sheath or outside the body may result in skin burn or catheter damage" and "treatment of a vein located near the skin surface may result in skin burn if the skin is not protected with fluid infiltration." A review of the device history records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted. Device never returned.

Event description:
This procedure was performed in (B)(6). The customer stated that the closurefast catheter was used and patient was burned, there was medical treatment necessary. Additional information was asked pertaining to event.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.